Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer contacted customer with follow up phone calls for knowing customer condition and provide a new product replacement; unable to talk to customer.

Event description:
Customer called stating that she has not tested for a year but felt funny this morning. When inquiring about her physically status customer states that she feels symptoms of: fatigue, excess urination, thirst and blurry vision. She explained that she opened and used her test strips 1 year ago and does not remember how to complete the test. Customer did not have any complaints regarding results obtained. Verified the strips expired 01/31/2015.